Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd a user facility report rec'd from (B)(4) which stated: "pt was previously admitted with hemolytic anemia though to be related to the lvad thrombus". The pt was later placed on extracorporeal membrane oxygenation (ECMO) and bivad support.